Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2017-00252 and 3004608878-2018-00029.

Event description:
This report is 2 of 2. Medwatch report# (B)(4) received with the following information: the infinity xr2 radiolucent base unit (a2079) is attached to the operating room table and then the skull clamp (a2114) is attached to the patient and then using the knob (437a2409), the skull clamp is attached to the base. After tightening the knob (standard knob assembly 437a2409) that holds the swivel to the skull clamp, the knob broke, forcing the patient's head which was in the skull clamp to become de-attached from the base. The patient's head was caught by the surgeon, so no injuries to the patient.. T he procedure was a craniotomy for aneurysm. The device was removed from the patient/bed and a second device was utilized with no issue. The procedure continued. Information received on (B)(6) 2018 and (B)(6) 2018: due to the product problem reported, there was a 1 hour delay in surgery; repositioning had to take place. There was no reported harm to the patient.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the returned unit did not meet all specific functional test. The xr2 standard adaptor knob threads were broken off in the xr2 clamp base. Device history record reviewed for product ID a2079, serial # (B)(4) was manufactured on 12/23/2010 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaint confirmed via visual inspection of the device. Root cause confirmed complaint event, however less the broken knob, all devices conformed to inspection requirements at time of 2010 manufacture. A deep dive determined that there were two causes that contributed to the failure: the minor diameter of the female threads in radiolucent skull clamp (a2114 serial number (B)(4) were found to be undersize and would not accept the go gage. Root cause is not known, however original device was manufactured and conformed to 1101 requirements in 2010 and the skull clamp is made from plastic. To identify this issue early and prevent from reoccurring, the 1101 inspection instructions have been revised february 2018 to add a check the thread minor diameter of female threads by service depot as part of routine preventative maintenance. The nonconforming xr2 clamp body 439a1030 with undersize female threads is scrapped and will be replaced. User applied torque to knob in excess of material strength of screw thread is the primary root cause of knob breakage. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied.